Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died when both power sources were disconnected from the controller and no alarm sounded. No additional information is available.

Manufacturer narrative:
The controller was not returned for evaluation. A review of the device's manufacturing documentation could not be performed because the serial number was not provided. Furthermore, no log files were available or provided for analysis. As a result, the reported event could not be confirmed. A possible root cause of the reported disconnection may be attributed to an accidental disconnection of both power sources. Per applicable risk documentation, a possible root cause of the "no power" alarm not sounding after both power sources were disconnected can be attributed, but not limited, to a faulty nickel-metal hydride (nimh) internal battery and/or due to a component failure. If information is provided in the future, a supplemental report will be issued.